Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: technician verified that the blade drive trunnion was not secured to rocker shaft. The motor rpms were low and the unit was out of calibration. The motor, bearings, o-ring, seal, reciprocating arm, hinge throttle gasket, and screws were replaced, the unit was replaced, and the unit was returned to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during an unknown time the device was in need of repair for an unknown reason. There was no note of patient harm or delay. During product evaluation, it was discovered that the motor rpms were low. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.